Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event of low laser power. The company service representative was able to confirm and replicate the reported event of a blocked tray arm. The company service representative noted the tray arm was blocked at the lower joint and replaced the tray arm actuators, setscrews and washers at both joints. How or when these wear/reliability issues occurred cannot be determined conclusively. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of low laser power cannot be determined conclusively. The root cause of the reported event of a blocked arm tray can be attributed to wear/reliability issues within the system. How or when these wear/reliability issues occurred cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console had blocked arm and presented with laser beam problem. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that the issue occurred during a posterior vitrectomy surgery. The surgery was competed by using another laser probe. There was no impact to the patient.